Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Respiratory failure is a known potential adverse event(s) associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, event may be procedure related and also clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient on (B)(6) 2015, post op from lvad placement and chest tube removal, was noted to have layering left pleural effusion by x-ray. Over the next few days, patient became increasingly short of air as effusion grew. On (B)(6) 2015, an ultrasound guided left thoracentesis was performed with 2100 ml of old blood removed. This fluid was not sent for culture. Patient initially noticed improved respiratory status, however, began having trouble again. X-ray showed fluid returning. On 25 august, another thoracentesis was completed with 1100 ml of pleural fluid collected. Again, it was not sent for culture. On (B)(6), a pigtail catheter was placed. This was removed on (B)(6) 2015, about 1300 ml of dark red blood drained this time. Subject was discharged home on (B)(6) 2015 after pigtail catheter removed and he had no further fluid collection requiring intervention. No additional information available.